Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11633. It was reported the tip of the delivery system was torn and recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman ® laa closure device & delivery system was used along with a watchman ® access system. The closure device was deployed, but due to the patient's anatomy, it was fully recaptured. It was noted that there was resistance in recapturing the closure device and the anchor of the closure device tore the tri-cut tip of the delivery system. The delivery system was exchanged to successfully complete the procedure. There were no patient complications and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The implant was inside the sheath and connected to the core wire as received. Blood was on the device. The hub, shaft, tip, core wire, and implant were examined. There were numerous kinks along the shaft of the device. The tip was damaged with one of the tricuts folded into the tip of the device and multiple marks evidence of anchor damage during recapture. The inner shaft was damaged from the anchors of the implant during recapture. An anchor of the implant was found protruding from the shaft 2.8 cm from the tip. The implant was deployed during analysis and found to be consistent with the reported information. Anchor damage was found on the implant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11633. It was reported the tip of the delivery system was torn and recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman ® laa closure device & delivery system was used along with a watchman ® access system. The closure device was deployed, but due to the patient's anatomy, it was fully recaptured. It was noted that there was resistance in recapturing the closure device and the anchor of the closure device tore the tri-cut tip of the delivery system. The delivery system was exchanged to successfully complete the procedure. There were no patient complications and the patient's condition is stable.